Manufacturer narrative:
Regurgitation. Additional manufacturer narrative: it was reported that the valve was replaced due to regurgitation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Unfortunately, the root cause of this event cannot be conclusively determined without the subject device (remains implanted). However, it appears that patient related factors likely contributed to the patient's ar. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information.

Event description:
Edwards received information that this (B)(6) male experienced severe prosthetic aortic valve regurgitation of his 23 mm edwards valve originally implanted in 1997. Patient comorbidities include: age; nyha class ii; cad s/p CABG; lv dysfunction; diabetes; htn; severe ckd; moderate lung disease. Patient underwent successful tavr using a valve-in-valve technique. Patient reported to be in stable condition.